Event description:
Physician reported left side rupture. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 23apr2018. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified brown particle material on the shell and white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.